Event description:
Additional information was received patient underwent surgical intervention steps on (B)(6) 2020 to close the wound. Issue has been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced serous drainage at the ipg site. To address the issue, the physician performed an incision and drainage procedure at the ipg pocket site on (B)(6) 2020 to clear the incision as a precaution to prevent any infection. Upon inspection, the physician did not see any infection at the site. Follow up on (B)(6) 2020 indicated the patient was healing well.